Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a seizure that resulted in the patient being hospitalized. The patient did not provide event details and was unable to confirm if there were issues with the dexcom receiver prior to the event. No additional patient or event information is available. Data was provided for evaluation. There was no allegation against the device. A probable cause could not be determined.